Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving bupivacaine (6.6 mg/ml at 2.37 mg/day) and dilaudid (6.6 mg/ml at 2.37 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient thought the pump was not working because he was suddenly in so much pain. The caller stated that the patient was scheduled for a magnetic resonance imaging to be performed. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient was scheduled to have the pump accessed on (B)(6) 2018 to check the pump volume 2 weeks post refill to verify whether there is any discrepancy. It was reported that the cause of the volume discrepancy and the empty pump reservoir was unable to be determined. It was noted that the hcp would be continuing to monitor the pump function and patient symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. Regarding the report the pump was not working, the hcp clarified that the patient was experiencing increased pain and the patient was not satisfied with their pain control. The cause of the increased pain was not provided. Regarding actions/interventions taken to resolve the patient's increased pain, the hcp increased the pump medication, and ordered imaging to evaluate any changes. It was indicated the patient would be evaluated by a spine specialist. The patient's increased pain had not resolved. The hcp planned to continue to make changes and monitor. It was also reported there had been multiple volume discrepancies. The hcp was concerned about overinfusion with the pump. The following volume discrepancies were reported. In (B)(6) of 2017 (first refill after implant), the expected residual volume (erv) was 5.8 milliliters (mls) and the actual residual volume (arv) was 0.0 mls. The patient reported they were unsatisfied with their pain relief at the time. The patient was receiving hydromorphone 5mg/ml with a dose per day of 1.5 mg/day and bupivacaine 5mg/ml with a dose per day of 1.5 mg/day. On (B)(6) 2018 the erv was 7.9 mls and the arv was 10 mls. On (B)(6) 2018, the erv was 6.1 mls and the arv was 7.5 mls. On (B)(6) 2018 (most recent), the erv was 7.5 mls and the arv was 0.5 mls. The patient was receiving hydromorphone 6.6 mg/ml with a dose per day of 2.4 mg/day and bupivacaine 7.9 mg/ml with a dose per day of 2.87 mg/day at the time of the refill. Technical services reviewed considerations regarding overinfusion and sent field action documents. The hcp reported they have ruled-out a partial pocket fill, programming error, and aspiration by the patient or caregiver. It was indicated the patient had experienced unsatisfactory pain relief since implant (2017-feb-13). No further complications were reported or anticipated. On (B)(6) 2018 mpxr 557770, (hcp, rep): no new information was contained in the document.